Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) lower display became unreadable. The patient was removed from the unit, and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer biomedical engineer verified that the values on the graphic user interface (gui) lower display were readable, and adjustments were able to be made. The service of the ventilator is pending.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and both backlight inverters pcbs to resolve the issues. The unit then passed all testing. The replaced graphic user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted and no anomalies were observed. The gui pcb was attached to a test ventilator and functionality testing was performed. The ventilator was powered on and found that the lower gui display was indeed distorted. Investigations indicate that this fault was caused by the vga controller, reference designator u63. Those vga controller devices are now obsolete. No further investigation or repair was possible on this pcb, as no replacement component is available. The customer reported malfunction was verified.